Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the costumer reported malfunction. During the inspection of the compressor, the se found the breath delivery unit (bdu) breaker button to be tripped. The se reset the breaker button to test the compressor, which resulted in the breaker tripping again. The se disconnected the compressor, ran tests, and all passed. The se replaced the compressor pcba (printed circuit board assembly (pcba), which resolved the issue. The ventilator passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Event description:
It was reported that, during patient use, a ventilator generated and an audio alarm and a "compressor inop" message alert. The patient was transferred to another ventilator without harm.